Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Unconfirmed, no sample received.

Event description:
It was reported that pen ii organon puregon pen second gen. Gave an inaccurate dosing. This was discovered during use. The following information was provided by the initial reporter: patient administered puregon 150 iu daily for 6 days using a 900 iu cartridge in puregon pen. On the 6th night, when the cartridge was supposed to be finished she realized it was still full. She returned the pen to the clinic and they advised that it was over half way full. The patient's blood results confirmed that she was not stimulating.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii organon puregon pen second gen. Gave an inaccurate dosing. This was discovered during use. The following information was provided by the initial reporter: patient administered puregon 150 iu daily for 6 days using a 900 iu cartridge in puregon pen. On the 6th night, when the cartridge was supposed to be finished she realized it was still full. She returned the pen to the clinic and they advised that it was over half way full. The patient's blood results confirmed that she was not stimulating.